Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.8, lab: 1.3. Time between testing: within 5 minutes. Pt¿s therapeutic range: not provided.